Manufacturer narrative:
This supplemental report is submitted to correct the information provided in field g3 of the initial report. For the initial report, the "date received by manufacturer" (section g3) is june 25, 2021.

Manufacturer narrative:
In an attempt to resolve the problem through troubleshooting with the assistance of olympus technical support via the phone, the reporter isolated the problem to the power cable and indicated the cable would be replaced to resolve the problem. The device history record for the subject device was reviewed; no anomalies were found that could cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of the power cable due to damage associated with handling of the device by the user. Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
A user facility reported to olympus that a monitor was not getting any power. There was no patient injury, associated with the problem, reported to olympus.